Manufacturer narrative:
Date of submission 30-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: the keypad rubber and all of the buttons were found to be detached and missing. During testing, all buttons were confirmed to be unresponsive. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and became under-responsive. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.